Event description:
Placing for an intrathecal drain into a patient. During placement, a small sliver of material was sheared off the 5.0 french catheter. It has caught on the back wall of the needle and remained in the lumbar subarachnoid space. No attempt will be made to retrieve the segment at this time.